Event description:
It was reported that pocket erosion occurred and surgery was performed to resolve the issue. The patient is in good condition. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.